Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had to have surgery to get this thing going. It was noted that patient had second surgery. Indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.